Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing with inappropriate mode switch. The atrial lead will be monitored. The patient was stable throughout.